Event description:
A peritoneal dialysis (pd) patient experienced cloudy drain and abdominal pain. The cause of and treatment for the event were not reported. It was reported that the patient was not hospitalized for the event. At the time of this report, the events were ongoing. Action taken with pd therapy was not reported. No additional information could be provided as the reported declined follow up.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.